Manufacturer narrative:
D10. Concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure using the device, an attempted sealing cycle was initiated while the device was plugged into a generator, but no activation sound was generated. There was no re-grasp alert and no end tone was heard. When the jaw was then opened, it appeared locked and was difficult to open, and the device was reported to have gotten stuck on tissue. The knife blade did not protrude beyond the edge of the jaws. After the jaw was opened, it was observed that tissue had been cut without successful sealing. Cleaning of the jaws was performed. Significant bleeding occurred during the procedure and was reported as life-threatening that required blood transfusion. Another device was used with the same generator and it worked fine. The surgery was halted.